Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to a competitor blood glucose meter. The customer reported experiencing symptoms of "hot", sweating, and "does not remember" how he got home. The customer was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported an unspecified high reading issue with the adc freestyle libre sensor, as compared to a competitor blood glucose meter. The customer reported experiencing symptoms of "hot", sweating, and "does not remember" how he got home. The customer was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.